Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed oedema, swelling and pain at the implant site. The patient was reported to have cholesteatoma and an infection originating in the middle ear, with retraction extending into the posterior tympanic space and mastoid. Subsequently, the patient was treated with topical and IV antibiotics (specific date and duration not reported) and was hospitalized for approximately one week for IV antibiotic administration (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.